Event description:
In 2009, the lay-user/pt contacted lifescan alleging an "error 1" issue with a one touch ultra 2 meter. The pt tests her blood glucose twice a day. She tests in the morning and at night. The pt manages her diabetes with humulin-n insulin taken once a day at bedtime. She also takes actos once a day and precose twice a day. The pt indicated that the alleged meter issue started at an unspecified time during the morning of about one month prior. As a result of the alleged meter issue, the pt claimed that she developed low blood glucose symptoms of sweating and shakiness that same morning. She stated that her head and body felt funny and it felt like pins were sticking her. Due to the symptoms and feeling low, the pt administered self-treatment by drinking soda and eating sugar. The pt then went to a hospital. By the time she arrived at the hospital, the pt claimed that she started to feel better. Her blood glucose was tested by the hospital using an unk device and a result of around "120-125 mg/dl" was obtained. The pt stated that she was hospitalized for 2 days due to low blood glucose. She could not recall what treatment(s) she received during the hospitalization. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged issue began. She also claimed that she was hospitalized and treated for hypoglycemia because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.